Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the tuohy needle bent during insertion. The procedure was successfully continued using a new set." Additional information received on june 30, 2026, indicated that no patient injury or adverse patient outcome was reported.